Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by turbid effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with vancomycin injection 1 gram intravenously stat for the peritonitis event. On an unreported date, the patient began treatment with fortum injection 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.